Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient reported being hospitalized in (B)(6) 2017 due to high blood glucose. She was experiencing multiple occlusions, which caused high blood glucose. The patient experienced elevated blood glucose symptoms of vomiting, heavy breathing, sweet breathe, and acting mean. The patient's boyfriend transported her to the hospital. At the hospital, the patient was admitted for high blood glucose levels and treated with an IV drip of insulin. The patient did not recall the blood glucose results obtained at the hospital. The patient was discharged from the hospital 1-2 days later. The infusion device was requested to be returned for product evaluation.